Event description:
The dealer states the pilot valve is causing the 4 way valve not to shift, the power switch will not activate the alarm. Additional non-reportable malfunction for this device; the dealer alleges the 4 way valve is not shifting.